Event description:
The hcp reported that the pt developed redness, swelling and drainage of the device pocket site. Cultures were positive for multi-resistant staphylococcus aureus. The pt was treated with IV antibiotics and the device system explanted. The infection is reported to have totally resolved and the pt has since had a new interstim system implanted.